Event description:
The customer reports: the doctor had inserted our cvc successfully, but as she was suturing the wings down the suture needle broke in half on the first pass. No one was injured and all pieces of the needled were retrieved.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the doctor had inserted our cvc successfully, but as she was suturing the wings down the suture needle broke in half on the first pass. No one was injured and all pieces of the needled were retrieved.